Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative was able to resolve the reported event remotely with the customer. The customer was advised to reduce the cut-rate to 10,000 cpm. The system was therefore not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic cutter stopped moving midway during vitrectomy surgery at a cut rate of 20,000 cpm. The vitrectomy probe was replaced each time. The surgery was completed on the same day with no patient impact. No further information is expected, as the customer was unwilling to provide additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).